Manufacturer narrative:
Date of event: exact date unknown, event occurred over the past year.

Event description:
It was reported that the patients ipg was difficult to be charged despite the reprogramming done. Database analysis was taken and the impedance measurements revealed high values in port c (two contacts). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.